Event description:
It was reported that the customer's insulin pump alarmed an error while priming. Her blood glucose was 346mg/dl. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump passed displacement test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.